Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
While, evaluating the olympus evis lucera elite. It was discovered, that the coating material on the flexible tube was peeling. There was no patient involvement, during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: e1: establishment name: olympus, h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the below stress may have been applied to the insertion section, resulting in the subject event although the cause of it was unable to be specified. Physical stress such as scratching or bumping the insertion section, chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual) and stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.